Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 103367: (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 2015-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was prepared a final report: due to lack of information it is not possible to establish a certain root cause. On the same day it was sent to the initial reporter and the case was closed. Not available.

Event description:
The surgeon exchanged a gmk standard insert with a gmk uc insert due to the patient having a late rupture of the posterior cruciate ligament. The explant will not be returned. There are no x-rays available.